Manufacturer narrative:
The customer's meter and one test strip were received for investigation and tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.2 inr and 2.9 inr. Donor hct: 43% and 37%. Testing results: donor #1: master lot / customer strip and meter. 2.2 inr/ 2.2 inr. Donor #2: master lot / customer meter and master lot. 2.9 inr/ 2.9 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The customer tested twice a few minutes apart with results of 1.7 inr and 2.3 inr. He stated his warfarin dose had been adjusted prior to and after these results, but he could not recall the specific adjustments that were made. The customer did not require medical treatment due to any of the results. There was no allegation of an adverse event. The customer had a new medication and previously was not eating as much vegetables as usual. He stated the previous weekend he began eating more vegetables and the new medication was related to his inr, but he did not know what it was for specifically. The customer did not have issues with his hematocrit, lupus, or antiphospholipid antibodies. The therapeutic range was 2.5-3.5 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 223855-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.